Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing screen. The customer¿s blood glucose level was unknown at the time of the incident. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.